Event description:
The nurse retracted the needle until she felt resistance; she thought it had been fully retracted however, the blue shield had not separated from the adapter. As the nurse removed the shield from the adapter, the needle popped out through the tubing resulting in a needle stick injury.

Manufacturer narrative:
The sample has been received. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).